Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver turned off and when it came back on, the display said system check pass but did not see the receiver initialize. No additional patient or event information is available.